Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation of the device is completed. Bwi field service engineer contacted the customer to schedule service and testing of bwi products. Customer declined service and stated that the system is ready for use. Bwi concomitant products: stockert 70 system: us cat num s7001, (B)(4). Carto xp system: us cat num m470001, (B)(4).

Manufacturer narrative:
(B)(4). Product has not returned for investigation as initially reported. Should the product be received at a later date, the complaint will be reopened for investigation.

Event description:
It was reported that while performing rf ablation to treat avnrt, the physician noticed that a steam-pop occur. The physician immediately came off of rf ablation and verified that the patient was fine. The physician continued to ablate the slow pathway of avnrt and always had 1 to 1 conduction. When the doctor felt satisfied with his ablations, he began to perform pacing maneuvers to test that he had successfully ablated the slow pathway. During the pacing maneuvers, patient began to have 2 to 1 block between the atria and ventricles. The physician continued monitoring the patient and the conduction through the av node progressively and rapidly deteriorated to where they needed to temporarily pace the patient while they put permanent dual chamber pacemaker. Patient condition improved once he received the pacemaker device. Patient required overnight stay in the hospital to ensure that leads did not move and that the pacemaker device was working appropriately. Patient prognosis was satisfactory. The caller stated that they believe that none of the bwi products were at fault. The causality of the adverse event is possibly procedure-related.